Event description:
The pacemaker involved in this MDR report was interrogated during a routine follow-up on (B)(6) 2009. The physician observed in device memories some recorded episodes showing slow ventricular tachycardia with 1:1 retrograde conduction resulting in pacemaker mediated tachycardia (pmt). Pmt termination algorithm was initiated and the pt returned to normal rhythm. The physician would like to prevent the pmts from recurring, and requires technical explanations about the anti-pmt algorithm and its interactions with the automatic refractory periods.

Manufacturer narrative:
February 24, 2010 - this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. The analysis is pending.